Event description:
Journal reference: slowinski, et al. "Unilateral deep brain stimulation of the subthalamic nucleus for parkinson disease." J neurosurg, 2007, 106:626-632. The article describes the results from a study that involved a series of 24 pts being treated with unilateral deep drain stimulation (dbs) of the subthalamic nucleus for management of advanced parkinson disease. Five pts received bilateral dbs systems during the study period. A number of pt side effects were noted during the study. Reportable event: one pt experienced minor intraventricular bleeding without neurological complications.

Manufacturer narrative:
Journal reference: slowinski, et al. "Unilateral deep brain stimulation of the subthalamic nucleus for parkinson disease." J neurosurg, 2007, 106:626-632.